Event description:
Pt was implanted with expedium hardware in 2008. Unilateral fusion l4-5 and bilateral fusion l5-s1. Three screws placed on one side and two on the other with sfx connector. Pt recently reported hearing a metallic scraping sound when she bends. Images confirmed breakage bilateral screws at s1. Pt was revised six months later. Implants are being returned for eval.

Manufacturer narrative:
Items shall be evaluated upon receipt and a follow up report will be completed. At this time product info is limited.